Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault - 1001" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including stress testing, troubleshooting testing, and functional testing without duplicating the customer's report. An internal inspection found some debris in the flow screens. The flow screens were replaced as part of the repair process. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.